Event description:
It was reported that a pt underwent a pancreatectomy procedure on (B)(6) 2009. The reservoir could not lock and the reservoir did not activate. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00573 and medwatch 2210968-2009-00574. The same pt is represented in each medwatch.